Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted deep and migrated lower into the left ventricle. It was reported that it was difficult to manipulate the guide wire due to the thin left ventricular wall, and in addition, the ejection fraction (ef) was at the 20% level. Echocardiogram one hour post implant showed moderate to severe paravalvular leak (pvl). The valve was snared up, improving the regurgitation. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.